Event description:
Per the clinic, the patient experienced an infection at the abutment site and subsequently was treated with oral antibiotics on (B)(6) 2023.

Manufacturer narrative:
This report is submitted on december 01, 2023.

Manufacturer narrative:
Per the clinic, the patient was treated with oral steroids (date and duration not reported). The patient also underwent a skin revision surgery under general anesthesia on (B)(6) 2023. This report is submitted on january 22, 2024.